Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported occlusion alarms occurred. Customer's blood glucose (bg) level was recorded as high and customer administered manual insulin injections to address bg. Customer declined to complete troubleshooting with technical support. Reportedly, customer resumed pump therapy.